Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced blood glucose (bg) excursions while on pump therapy. Reportedly, on (B)(6) 2014 the patient¿s bg was at 531 mg/dl with tiredness, and on (B)(6) 2014 the patient¿s bg was at 54 mg/dl with shakiness and not feeling well. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and had discontinued pump therapy without any recent adjustment to pump settings. Customer support agent reviewed the event with the reporter. The reporter stated that while reviewing pump data at the health care provider¿s office, they found that the basal information was missing for the (B)(6) 2014. Allegedly, review of the total daily delivery showed that all dates where recorded including the two dates in question. The reported issue was not resolved with troubleshooting. This complaint is being reported because the patient experienced serious hyperglycemia related to an alleged history settings issue with the pump of unknown cause.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/20/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find any activity outside of normal use. The total daily deliveries were consistent with the programmed basal rates. No change in the basal rates were observed on (B)(6) 2014 or (B)(6) 2014. Visual inspection of the pump found some cosmetic damages. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within specifications. Bolus exercises were completed and recorded correctly. The reported history settings issue was not verified in the black box or duplicated in the investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.